Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). Event site city: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported in cardiosave intra aortic balloon pump that, the screen displayed battery maintenance required.

Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. The complaint was created in error, there was no reported customer dissatisfaction related to this event, making it non-reportable to the FDA.  As a result, no follow up emdr is necessary.  Please cancel in your database.

Event description:
N/a.